Manufacturer narrative:
A uvc catheter was received at medtronic for analysis. The uvc catheter showed blood traces. The catheters adapter was attached to a sodium chloride syringe. A hole was visible just below the catheter s strain relief. The hole appears clean. The sample was submitted to under water testing an as a result bubbles were observed coming out of the hole in the catheter. Per additional information received the item involved was 8888160341, lot 1501900067. The area was cleaned with the use of betadine. The area was completely dried prior to insertion. The type of betadine used on the catheter related to this complaint is unknown. Based on this note the dwell time was less than 24 hours. On the other hand, there is a 100% leak testing applied during the manufacturing process of uvc catheters. After the leak testing station, other operations are performed to the catheter; however, these do not contain process risks which may contribute to the occurrence of the reported failure mode. The handling between stations is done by hand using plastic bins with no pinch points. The other operations are tip cutting, occlusion test, depth mark printing, depth mark drying, visual inspection, catheter guard assembly and finally packaging. It is important to mention that instructions for use (IFU) state not to use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear the catheter. Also, do not use alcohol, acetone or alcohol containing antiseptics directly on the catheter. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. Based on the available information, the most probable cause occurred during use. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according product specifications are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. Based on investigation, no corrective actions were required.

Manufacturer narrative:
Submit date: 09/22/2015: an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a uvc. The customer reports the catheter was broken at the most distal end from the patient where the catheter connects to the connection point. The uvc was pulled and replaced.